Event description:
A report was received that during a mr scan a pt exhibited discomfort. When checked by the technician the pt complained of a warm feeling on her left elbow. The technologist moved the padding such that the elbow was now padded and not touching the bore of the magnet. The scanning was completed and the pt was sent home. The next day the pt went to see her doctor. The dr diagnosed that the pt was burned and that a blister the size of a quarter had formed on the left elbow.